Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels from 267-270 (mg/dl). Reportedly, the customer was unsure of the cause of the elevated bg levels; however, the customer stated she is very new to the pump and believes that her health care provider (hcp) might need to adjust her settings. During a system check with tandem technical support (cts), it was reported that the customer had only been using their current insulin for less than a day. Cts recommended for the customer to consult with hcp regarding using humalog for three days as humalog is labeled for two day use only. The customer delivered correction boluses to stabilize bg levels.